Manufacturer narrative:
The t:slim x2 g5 pump user guide states: "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input 70g of carbs for a bolus and the pump only calculated 1.6u. Customer reported pump carb ratio for the time setting was set to 1u:60g. Customer referenced healthcare provider's recommended setting which documented the carb ratio for that time to be 1u:6g. Customer changed the carb ratio to coincide with healthcare provider's recommendation. Customer's blood glucose at the time of the event was 118 mg/dl.